Manufacturer narrative:
One cardiomems power cord was returned. The complaint of ¿power cord was frayed and would spark when plugged in¿ was determined to be unconfirmed. There was no damage beyond normal wear and tear were observed on the power cord. No blown components, burnt areas, or any other residual effects that could have been caused by sparks were observed. Review of the device history record was not possible as the lot number is unknown.

Event description:
It was reported that the power cord was frayed and would spark when plugged in.